Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient complaint of receiving a shock. There was a right ventricular (rv) lead integrity warning and t-wave oversensing (twos) on the rv lead noted. The lead remains in use. No further patient complications have been reported as a result of this event.